Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and ran precision testing. During a follow-up visit, the cse replaced the moving parts including the gray and blue peripump tubing, sample syringe and reagent syringe and valve assembly. The cse performed the probe alignments and ran precision testing, which were acceptable. Additionally, use of the advia centaur intact parathyroid hormone (ipth) assay on intraoperative samples is off-label use. As per the instructions for use for advia centaur ipth, "this assay is for in vitro diagnostic use in the quantitative determination of ipth in edta plasma or serum using the advia centaur, advia centaur xp, and advia centaur xpt systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy." The customer was aware of the off-label use. The cause of the discordant, falsely low ipth result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low intact parathyroid hormone (ipth) result was obtained on one patient sample on an advia centaur cp instrument. The sample was obtained from an intraoperative patient prior to surgery. The discordant result was reported to the physician(s), who questioned it as it did not match with the clinical picture of the patient. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There was no delay in surgery. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ipth result.